Event description:
A quarter-tubular plate, implanted on an unk date, broke post-op. Removal of broken plate is unk. Reportedly the plate was possibly implanted for an mtp (metatarsal-phlangeal) fusion.